Manufacturer narrative:
(B)(4).the reported product does not have a filter, the circular feature is likely the check valve. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clinical trainer experienced a small air lock ¿in the circular filter¿ of a continu-flo solution administration set. This occurred during infusion of antibiotic fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.